Event description:
It was reported the lead broke off when being removed during a system explant. The reason for the system explant was unknown and a part of the lead was internalized after the system removal. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).